Event description:
It was reported from (B)(6) that the small battery drive (colibri ii) device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. It was determined that the device had no function. The assignable root cause was determined to be due to faulty material. If additional information should become available, a supplemental medwatch report will be submitted accordingly.